Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. The device was fired on the bile duct and it misfired and tore the duct. The staple went into the jaw and the clip was malformed causing the tear. The case was completed by another device and/or suturing. There was no consequence to the pt. One device being returned.